Event description:
It was reported that the insulin gauge was inaccurate. Customer re loaded the cartridge to resolve the issue. Additionally, it was reported that a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Reportedly, the customer successfully loaded a new cartridge to address the issues. Customer¿s blood glucose level was 183-200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.